Event description:
On 28-may-2026, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor from a specific lot would not pass through the ar-3638dc drill guide. Multiple anchors from the same lot exhibited the same issue. An anchor was attempted but could not be successfully implanted. This was identified during a shoulder labral repair procedure on (B)(6) 2026, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.